Event description:
It was reported to manufacturer that the vns epilepsy patient's normal output current had been programmed off due to lack of effectiveness for the patient's seizure condition, however the magnet mode stimulation was left programmed on so that the patient could use the magnet stimulation when needed. It is unknown how long the device has been programmed off. The patient was then prescribed vimpat for seizure control. The vns patient had recently experienced a suicide attempt, and the physician was questioning whether vns stimulation was providing the patient with quality of life improvements. It is unknown at this time if the patient has a history of depression. Good faith attempts to obtain additional information from the site have been made, but no additional information has been received to date.